Event description:
Pt experienced phlebitis immediately upon insertion of the catheter. A 24 g catheter was inserted into cephalic vein. Within 5 minutes, pt developed phlebotic track to antecubital area. IV was removed and teflon catheter inserted without problem.